Event description:
Related manufacturer report number: 2017865-2022-01226; 2017865-2022-01225. It was reported that the patient presented in clinic for complain on pocket erosion discovered in non-clinical environment. The whole system including pacemaker, right atrial lead and right ventricular lead were eroded and explanted on (B)(6) 2021. There were no patient consequences and the patient was in stable.

Event description:
New information received notes that the patient presented with pocket infection in 1 september 2021.